Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was observed on the right ventricular (rv) lead. A different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.